Event description:
It was reported that the patient had an inappropriate shock. The patient has a left ventricular assist device. The pulse generator sensing vector at the time of the shock was set to the alternate sensing vector. The patient had some vt or vf in the ambulance but there was no recorded shock. Technical services discussed sending in the data from the clinics programmer to have the event reviewed. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The patient was sitting down and got shocked, then woke up on the floor. The clinic checked the system. The device sensing vector was set to the alternate vector at the time of the shocks. The patient has a left ventricular assist device. Technical services reviewed and discussed the electrograms with the clinic. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock. The patient has a left ventricular assist device. The pulse generator sensing vector at the time of the shock was set to the alternate sensing vector. The patient had some vt or vf in the ambulance but there was no recorded shock. Technical services discussed sending in the data from the clinics programmer to have the event reviewed. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had two more inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The patient also has an infection. The doctor is considering revising the system. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The patient was sitting down and got shocked, then woke up on the floor. The clinic checked the system. The device sensing vector was set to the alternate vector at the time of the shocks. The patient has a left ventricular assist device. Technical services reviewed and discussed the electrograms with the clinic. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock. The patient has a left ventricular assist device. The pulse generator sensing vector at the time of the shock was set to the alternate sensing vector. The patient had some vt or vf in the ambulance but there was no recorded shock. Technical services discussed sending in the data from the clinics programmer to have the event reviewed. There were no additional adverse patient effects. The system remains implanted.